Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 04jan2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an alarm failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 18jan2019. The engineer could not confirm the reported issue. The device was observed on multiple occasions and no fault was found. The engineer stated that the fault was intermittent. No parts were returned to philips for analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.